Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the valve and the reported clinical observation. No unique product identifiers were provided (model or serial numbers). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this aortic bioprosthetic valve, an attempt was made to implant a transcatheter valve, valve-in-valve due to an unknown failure mode of the bioprosthetic valve. It was reported there was little to no annular calcification. The transcatheter valve was unable to be implanted. No further interventions are scheduled at this time. The bioprosthetic valve remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for the attempted replacement was due to severe aortic insufficiency. Confirmation on manufacturer of the aortic bioprosthetic valve was unable to be obtained. If information is provided in the future, a supplemental report will be issued.